Event description:
Related manufacturer reference number: 2017865-2024-65441. It was reported that the patient presented to the clinic and loss of capture was noted on the right ventricular (rv) lead. The patient presented to the or for a scheduled laser rv lead extraction. The rv lead had perforated through the right ventricle. Superior vena cava (svc) perforation had occurred post right atrial (ra) lead extraction leading to the opening of the cardiothoracic cavity to seal the svc tear and stop internal bleeding. The rv and the ra leads were explanted. There were no adverse health consequences to the patient.